Manufacturer narrative:
(B)(6). The field service engineer replaced the user interface touch frame. This resolved the issue and unit passed on site testing. The part was not returned for further evaluation at this time. Root cause could not be determined.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Fse (field service engineer) reported a touchscreen malfunction. Not in use. No patient/user harm reported.